Manufacturer narrative:
H.6. Investigation: 7 photos and 3 used samples were received for investigation. 7 photos were returned for investigation. The 1st and 2nd photos show peelback on catheter tip. No abnormality observed on the 3rd and 4th photo returned, sign of usage (blood stain) was observed from the 5th and 6th photo. The 7th photo shows the 4pcs samples with batch #7165125-1pcs and #8020474-3pcs. The used samples were subjected to visual inspection. Peelback was observed on the used samples. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. H3 other text : see h.10.

Event description:
It was reported that 3 bd neoflon¿ IV cannulas' tips peeled back during the puncture, rendering them defective. The following information was provided by the initial reporter, translated from japanese to english: "when puncturing, the catheter became defect. The issue occurred 4 times."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd neoflon¿ IV cannulas' tips peeled back during the puncture, rendering them defective. The following information was provided by the initial reporter, translated from (B)(6) to english: "when puncturing, the catheter became defect. The issue occurred 4 times."